Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Based on the available information and without the device to analyze, a definite cause for the reported inability to remove the gripper line cannot be determined. The reported slda appears to be due to user technique and/or procedural circumstances as it was noted that the user attempted to pull out the gripper line for several minutes despite the resistance felt. The mobility of the clip also appears to be related to procedural conditions as it was reported that after the slda occurred, only a few mm of the posterior leaflet was grasped in the end and that the clip did not appear to hold on to the posterior leaflet very well. The reported unchanged mr was a result of the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, the movement of the clip on the posterior leaflet, and the inability to remove the gripper line resulting in surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The ntr clip delivery system (cds) was advanced to the mitral valve however grasping was unsuccessful. The device was removed without difficulty. The xtr cds was advanced and the leaflets grasped although imaging was difficult. The clip was deployed however when removing the gripper line after about 20cm, resistance was felt and the gripper line could not be removed. After several minutes of trying to remove the gripper line, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The clip was very unstable and mobile and did not seem to hold onto the posterior leaflet very well. Under transesophageal echocardiography (tee) it was noted only a few millimeters of the posterior leaflet was grasped. As the gripper line could not be removed the patient was transferred to surgery for removal of the device. The mr remains at 4. No additional information was provided.